Event description:
Overdelivery reported. The pump was set up in the outpatient oncology clinic to infuse 160ml of a chemotherapeutic agent at 100ml/hr with the delivery expected to last 1.5 hrs. A nurse reports that the container was started at 1:10pm, and at 2 pm the pt was up to the bathroom. At 2:10pm, the pump was alarming for "air in line" and the IV container was empty. The nurse was not able to recall the display info regarding set rate and volume infused. The pt reportedly had some "flushing" but otherwise there were no adverse effects and "no apparent injury per the md". No add'l info reported.